Manufacturer narrative:
(B)(4) customer complained on (B)(6) 2021 the pump alarmed pump error 15 and the retainer ring is damaged. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 alarms noted during testing. Unit successfully downloaded to thus. However; the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 163 file number 30) on 11/27/2021 06:52:19.000 due to software error. No moisture damage noted to the electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, missing display window cover, cracked retainer, end cap address label missing and cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. No pump error 15 alarms noted during testing. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 163 file number 30) on 11/27/2021 06:52:19.000 due to software error. Confirmed cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and insulin pump pass it. Customer does not reported damaged to retainer ring they reports the reservoir was lock into place. No harm requiring medical intervention was reported. The device will be returned for analysis.